Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. In the month prior to the receipt of this report, the patient was hospitalized for another indication. On an unreported date during hospitalization, the patient experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The nurse reported that the cause of peritonitis was unknown, but also reported that the patient told the nurse that he had dropped his transfer set. The patient was retrained on proper aseptic technique. In the same month as the hospitalization, the patient was treated with 1 gram ceftazidime intraperitoneally (ip) for peritonitis. Ten days after admission to the hospital, the patient was discharged. Seventeen days after discharge, treatment with ceftazidime was discontinued. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The date of onset was in may 2014. As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14d13017, h14c18075, and h14b06023. There were no issues detected during the manufacturing processes. Should additional relevant information become available, a follow-up report will be submitted.